Event description:
It was reported that the right ventricular (rv) lead had t-wave oversensing and noise. The rv lead was reprogrammed, however, the reprogramming did not solve the problem. It was later reported that the rv lead was capped and replaced. No patient complications have been reported as a result of this event.

Event description:
It was reported that the right ventricular (rv) lead had t-wave oversensing and noise. The rv lead was reprogrammed, however the reprogramming did not solve the problem. The rv lead will be replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.